Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that he received a service code 204. The patient's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon evaluation, it was discovered that the cause of the service code 204 was due to damaged cable wires and a broken trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.